Event description:
It was reported that while receiving assistance for a sensor issue, the user unintentionally rewound the pump and initiated a supply change; the agent then guided the user through correct infusion set and cartridge change steps, confirmed drops, and assisted with reconnection. Symptoms included no reported adverse clinical effects. Outcomes included successful troubleshooting and education with no alarms or alerts and no need for medical intervention. Investigation included customer interview and step-by-step review of supply change procedures. Investigation of this case revealed user-initiated unintended supply change with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error.